Manufacturer narrative:
The investigation has determined that routine internal post-expiry stability trial data for vitros tsh yielded an unexpected quality control test result which breached the potential health and safety criteria. A definitive assignable cause could not be determined. Repeat testing using an alternative instrument gave acceptable results. Insufficient data were available to comprehensively assess the performance of the vitros tsh reagent; therefore, unexpected reagent performance cannot be entirely ruled out as a contributing factor. It is not known whether the vitros eci immunodiagnostic system was operating as expected at the time of the events as no performance testing was undertaken. The in-house control sample processed was part of an internal stability testing plan. No results were reported and there were no allegations of patient harm made as a result of the event.

Event description:
An ortho clinical diagnostics quality analyst observed an unexpected in-house quality control test result which had breached the potential health and safety criteria. Tsh result of 1.2 miu/l versus expected result of 40.4 miu/l. No patient samples were tested. There were no allegations of patient harm made as a result of the events. However, if the event was to recur undetected in a clinical setting, it could not be concluded that patient results would not be affected. (B)(4).